Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope exhibited that the scope would not display the picture. The issue was found during preparation for use and before the patient was in the room. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: detached distal end. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to defective plug unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.